Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 160 mg/dl while wearing the pod. Symptoms reported include nauseous. Vomiting, headache, fatigued, and shortness of breath. The patient reports they removed their pod prior to going to the hospital. Once at the hospital the patient had a chest x-ray as well as a brain computed tomography scan. The patient was treated with intravenous fluids and pain medication. The patient was prescribed ondansetron (4 mg) to be taken once every 8 hours and ibuprofen (600 mg) to be taken every 6 hours as needed. The patient was at the hospital for 3 hours.